Manufacturer narrative:
Section a. 2 and a.3 were updated to reflect correct patient information.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6mm x 40mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) ruptured as it was taken up to 10 atm. A 6x40 non-cordis device was pulled as a second balloon, and it effaced the lesion. There were no reports of patient injury. No harm was caused to the patient. The patient had come in with an arterial vein anastomosis stenosis. There was no difficulty removing the protective balloon cover or any of the sterile packaging components, and a contralateral approach was not used. The target site vessel was calcified with a stenosis percentage greater than 80%, and the vessel accessing the target site was also calcified with a stenosis percentage greater than 80%. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion without kinking at any time, and no anomalies were noted after the device was delivered to the lesion. The device was easily removed from the patient and was removed intact (in one piece). No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented the device from inflating at all. The gauge of the indeflator did not indicate a loss of pressure when the anomaly was noted, and pressure was maintained for less than 10 seconds before the anomaly was noted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82303540 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp" could not be confirmed. The exact cause could not be determined. The reported calcification and stenosis of both the target and access vessel may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Corrected data: type of investigation changed from 10 - testing of actual/suspected device to 3331 - analysis of production records & 4114 - device not returned. Device was not returned; therefore, a product evaluation could not be performed.

Event description:
As reported, the balloon of a 6mm x 40mm 80cm powerflex extreme percutaneous transluminal angioplasty (pta) ruptured as it was taken up to 10 atm. A 6x40 non-cordis device was pulled as a second balloon, and it effaced the lesion. There were no reports of patient injury. No harm was caused to the patient. The patient had come in with an arterial vein anastomosis stenosis. There was no difficulty removing the protective balloon cover or any of the sterile packaging components, and a contralateral approach was not used. The target site vessel was calcified with a stenosis percentage greater than 80%, and the vessel accessing the target site was also calcified with a stenosis percentage greater than 80%. The device maintained negative pressure during preparation and was not put into an acute bend at any point during the procedure. The device was able to cross the lesion without kinking at any time, and no anomalies were noted after the device was delivered to the lesion. The device was easily removed from the patient and was removed intact (in one piece). No anomalies were noted while inflating the device with positive pressure, and there was no anomaly that prevented the device from inflating at all. The gauge of the indeflator did not indicate a loss of pressure when the anomaly was noted, and pressure was maintained for less than 10 seconds before the anomaly was noted. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.